Manufacturer narrative:
(B)(4). Received further information from the customer stating that the patient was removed and placed on an alternate ventilator with no harm.

Manufacturer narrative:
(B)(4). The replaced oxygen (o2) sensor reported to have a cracked housing was not returned for investigation. The customer reported malfunction generated actions to correct and prevent the issues with broken o2 sensors.

Manufacturer narrative:
(B)(4). The customer reported they inspected the ventilator and found the oxygen (o2) cell to be broken. The customer replaced it to resolve the issue.

Event description:
It was reported that during patient use, a ventilator displayed a decreased oxygen (o2) saturation level and an alarm was generated. There is no report of death or serious injury associated with this event.